Event description:
A patient reported they experienced the events of ¿intracapsular rupture¿ and "crease/folding of implant". The following events are not related to the device, "diagnosed with a nodule¿ and "breast cyst" with an inspira textured silicone gel filled breast implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified an opening and red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported they experienced the events of ¿intracapsular rupture¿ and "diagnosed with a nodule¿ with an inspira textured silicone gel filled breast implant. The device remains implanted.